Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. A review of the trends showed the impedances were around 70 ohms and have risen to high out of range shock impedances greater than 125 ohms. At this time, the system remains in service and the physician has elected to continue monitoring the patient. No adverse patient effects were reported.